Event description:
It was reported that on the second and third day after implant, oversensing of the p wave causing no pacing on the ventricular pace occurred about an hour apart. The sensitivity was reprogrammed and the device and ventricular lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary #the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Pacing pauses were noted in the clinical data review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.